Event description:
This is a non-us product problem. The malfunction occurred in (B)(6). Consumer noticed some pieces of tampon remaining inside her upon removal of the tampon but was able to remove the pieces. She has had no adverse events or medical problems due to this incident.

Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide lot number. Consumer did not return product samples for evaluation.